Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 67-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed dark brown urine that transitioned to merlot colored urine. Labs hemolyzed. The pump was repositioned, and the patient still had hemolysis. The pump was explanted and escalated to an impella 5.5. The patient was reported as stable.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The impella device was not returned for evaluation. Data logs were reviewed finding that suction alarms occurred. No positioning issue observed. No motor current spike observed. No indications to confirm the cause of the reported issue. The cause of the hemolysis issue cannot be determined since complaint device not returned for investigation and insufficient clinical data provided. H6 component code 4755 changed to 925.